Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventralight st on (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventralight st on (B)(6) 2013 and/or (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with multiple ventral hernia thereby underwent open repair with implant of ventralight st mesh (device #1). Per operative notes, ¿the previously placed mesh was excised. Adhesions between the omentum and the neck of the hernia were lysed. A large ventralight st mesh (device #1) was placed into the abdomen and then sewed to the undersurface of the abdominal wall.¿ (note: the previously placed mesh explanted in this procedure was unknown) (B)(6) 2014 ¿ patient was diagnosed with mesh rejection and nonhealing of abdominal wound thereby underwent open repair with removal of ventralight st mesh (device #1)). Per operative notes, ¿large wound present with hyper material granulating tissue on its edges and base was noted.the loose ventralight st mesh at the edges of fascia was removed. A biological mesh was placed into defect and sewed using sutures.¿ (B)(6) 2014 ¿ patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with implant of bard soft mesh (device #2). Per operative notes, ¿the adhesions were taken down. The previously placed biological mesh was removed completely. A bard soft mesh (device #2) was placed in the abdominal cavity.¿